Event description:
It was reported that a vns pt experienced worsening in seizures after consulting with a new neurologist. Additionally, the pt does not believe the worsening in seizures is related to vns but rather to the medication prescribed. Currently, no conclusion can be drawn for the root cause of the worsening in seizures as good faith attempts to obtain add'l info from the treating neurologist have been unsuccessful to date.